Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the separation of a texium connector from an IV tubing with leaking during an il2 infusion, dosage and rate not specified. There was no patient harm.